Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt started using a new type of infusion set 14 days ago and has experienced many concerns. Pt is unable to correctly insert the infusion headset into her skin, and the infusion cannula becomes bent or crimped. A hematoma forms at the puncture area, and pt bleeds and has too high of a blood glucose level. Infusion sets were replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.